Event description:
A report was received that the patient had frequent ipg charging and was non functional. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn:(B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had frequent ipg charging and was non functional. The patient underwent an ipg replacement procedure and was doing well postoperatively.